Event description:
It was reported that the pt experienced pain from her device. She underwent surgery to remove the device and a low-grade staph infection was revealed. The pt outcome is unknown. Further info is being requested at this time.